Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had buttons did not work. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the act, up and down and escape button did not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify battery out limit due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act, up and down.